Manufacturer narrative:
Device evaluation: two photos were provided by the customer. One showed an extension set where the whole device is visible with no damage observed. The second showed a close-up of the top side of the inline filter where no damage was observed. One sample was received in used condition. A visual inspection found no damage. During the functional testing, the fluid flowed through the whole device and a fluid leak was observed extruding from the air vent in the inline filter. The customer reported failure was confirmed. Based on the analysis performed on the returned unit, and review of the mitigations performed during the manufacturing process, the root cause cannot be associated as manufacturing process caused. A DHR review was unable to be confirmed as the lot number was not provided.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during the use of the product, leakage of medical fluid from it was observed. No patient injury reported.